Event description:
Patient presented back to the physician with the ipg beginning to extrude from the chest. Physician prescribed antibiotics. Physician brought the patient into the or 1 week later and removed the inspire system.

Event description:
Patient presented to the physician with swelling and redness at the chest incision. Physician prescribed antibiotics.